Manufacturer narrative:
Exact date unknown, event occurred in the middle of (B)(6) 2021.

Event description:
It was reported that the patient was unable to charge the ipg due to ipg migration. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.